Event description:
A malfunction alarm was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to report any recurring issues.